Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, the staples were poorly formed and the staple line was incomplete distally. The tissue was also stuck to the reload even when it was opened and had to be mechanically removed. There were issues with unloading the device. There was no patient injury.